Manufacturer narrative:
The field service engineer determined a vacuum nozzle was not aspirating, leading to overflow of a vessel. The vacuum nozzle was removed and cleaned. Reagents were primed and ise checks were performed with no issues. The customer ran calibration and controls, which recovered within range. The last calibration performed on (B)(6)2021 had alarms and was not ok. Quality controls recovered within range. Upon review of the alarm trace, multiple abnormal aspiration alarms and short sample alarms occurred on the date of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory and questioned by doctors. The samples were repeated on a second analyzer and these results were believed to be correct. The first sample initially resulted with an na value of 133 mmol/l, which repeated as 140 mmol/l. The second sample initially resulted with an na value of 133 mmol/l, which repeated as 140 mmol/l. The na electrode lot number was j97, with an expiration date of 22-nov-2021.